Event description:
In 2008, the sales rep reported that during a lumbar fusion surgery, the closure top set screw t-handle driver would not hold the sheared off closure top after tightening. Each of the closure top heads fell out of the instrument into the wound. The sheared off heads had to be removed from the wound which the surgeon did with a pair of pick ups. There was no surgical delay identified.

Manufacturer narrative:
Product is an instrument and is not implantable. Eval is pending. Note: a report or other info submitted by a reporting entity under this part, and any release by FDA of that report of info, does not necessarily reflect a conclusion by the party submitting the report to FDA that the report of info constitutes an admission that the device, reporting entity, or its employees or agents caused or contributed to the reportable event. The reporting entity need to admit and may deny (and may expressly reserve the right to deny) that the device, the party submitting the report or employees thereof caused or contributed to a reportable event.